Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(problem code).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The engineer reported that the video generator board showed fault code 63 and noted that the board had been replaced on sixteenth october. The main screen also displayed an iabp requires maintenance fault code. Device logs were collected for analysis and were later deleted during a follow up visit as recommended by technical support. The engineer replaced the heatsink 2.098 square assembly compressor scroll heatsink square and thermal pad. After repairs the unit successfully passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) video generator board fault 63 during routine checks by customer. On main screen iabp require maintenance. No patient was involved.